Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a lead dislodgement was observed. The patient received inappropriate hv therapy for ventricular fibrillation. No egm records were available due to high priority of non-sustained right ventricular oversensing. The lead was explanted.